Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a smartablate tubing set and irrigation did not flow properly. The issue was resolved by replacing the tubing set to another one. The issue was noted during use. When the tubing set was connected to the qdot micro catheter and used, a large amount of water ran unevenly. The occlusion was not due to foreign material nor physical damage. However, the tubing set was noted as cloudy white. Even though flushing was attempted, bubbles were unable to get removed. The physician noted that bubbles might have irrigated out from the irrigation holes intermittently. No adverse patient consequence was reported. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed, and no issues were observed. A device history record evaluation was performed for the finished device number ac9342425 and no internal action was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. No issues related to the reported event were found. However, it should be considered that bubbles and cloudiness on the smartablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may have contributed to a change in tubing appearance, including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients, under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. The event described could not be confirmed as the device performed without any issues. Bubbles and cloudiness reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure which included the use of a smartablate tubing set and irrigation did not flow properly. The issue was resolved by replacing the tubing set to another one. The issue was noted during use. When the tubing set was connected to the qdot micro catheter and used, a large amount of water ran unevenly. The occlusion was not due to foreign material nor physical damage. However, the tubing set was noted as cloudy white. Even though flushing was attempted, bubbles were unable to get removed. The physician noted that bubbles might have irrigated out from the irrigation holes intermittently. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)